Event description:
Reported false positive sars result for 1 asymptomatic patient. The customer communicated the result tested negative by another molecular (pcr testing) method and that upon repeat testing with solana, a negative result was obtained. The overall false positive rate for several hundred tests was reported to be less than 2%.

Manufacturer narrative:
All positive sample provided showed no abnormal sars amplification. Results appear valid. Repeat samples that tested negative are likely near lod. False positive rate is below standard set in the package insert. Root cause: unable to determine. Source: phone.